Event description:
It was reported that a (B)(6) woman complained of recurrent urinary tract infections, hematuria, irritable bladder symptoms, voiding difficulties and suprapubic, pelvic and urethral pain six months after cystocele correction with a perigee, the date of implant was not provided. Another non-ams mesh was also implanted. Bladder integrity was intact at the initial surgery. Urethrocystoscopy six months postoperatively identified a small (1 cm x 2 cm) mesh erosion into the bladder. The eroded (exposed) mesh in the bladder was removed vaginally, and the walls of the bladder and the urethra were closed with interrupted sutures in two layers. No further mesh erosion or fistulas developed.

Manufacturer narrative:
Literature: reisenauer c., viereck v. Mesh-related complications in urogynecology - a multidisciplinary challenge. Acta obstet gynecol scand 2012;91:869-872. Should additional info become available regarding this event it will be re-evaluated and a follow-up report will be sent as appropriate.